Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The lesion being treated was located in the 85% stenonic, moderately tortuous and severely calcified mid left anterior descending coronary artery. The apex 12mm x 2.5mm balloon catheter was advanced to the lesion and inflated 2 times for predilation. The inflation times and pressures were unk. During the third inflation, the balloon ruptured at nominal pressure, and the time was unk. The balloon was removed intact from the pt. The procedure was completed with another MFR's device. No pt injuries or complications were reported. The pt's statues is reported as "fine".

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation, as the device was disposed. Therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch number found that the device met its material, assembly and product specifications. The most probable cause of the reported complaint can be attributed to operational context, due to anatomical/procedural factors encountered during the procedure which limited the performance of the device.